Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No motor error alarm noted. Device was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms or blank display noted. Device had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer's father reported via phone call that insulin pump alarmed multiple motor error alarms. Customer's blood glucose was 496 mg/dl. Customer was able to clear the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.